Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown; therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Attempts were made to obtain missing information; however, a response has not been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) unfolded from the back (posterior) side. Reportedly, the cartridge cracked and slit the lens (the crack was not at the tip of the cartridge). The surgeon commented that the lens was hard to advance. The lens slightly touched the patient's eye and the surgeon used another lens to complete the procedure. No incision enlargement, no sutures were used and no vitrectomy was performed. The patient experienced external discomfort but was fine later. No other issues thereafter. No further information was provided.